Event description:
An international customer reported that a male patient had a transnasal gastroscopy performed using a pentax fiberscope and experienced a little pain in his nose and abdomen soon after the examination. After he rested at home, he felt ill. He had a high fever of 40 degrees that lasted five days and had difficulty eating. His physician had to prescribe several kinds of antibiotics and he has now recovered. The patient did not experience any symptoms like this event after an examination with a gastroscope at another facility three months earlier. The fiberscope was processed and disinfected with disopa solution in an endoclens automatic endoscopic reprocessor. It was reported that disopa test strips are not used at the hospital and the disopa solution is exchanged every two weeks. The water filter for the endoclens is replaced once a month at the hospital.

Manufacturer narrative:
Concomitant devices: pentax fiberscope - model and serial numbers unknown; endoclens automatic endoscope reprocessor - model and serial numbers unknown (B)(4): nose pain. The cidex opa IFU states that the ortho-phthalaldehyde concentration of cidex opa solution during its use-life must be verified by the cidex opa solution test strips prior to each use, to determine that the mec of 0.3% is present. The cidex opa IFU warns that: may elicit an allergic reaction. Possible allergic reactions have been reported in rare instances. Direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. Seek medical attention if skin contact happens. In case of skin contact, immediately wash with water. The cidex opa IFU states: always follow the directions for use rinsing instructions exactly or residues of cidex opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, system hazard use misuse analysis and health hazard analysis. Complaint history trending for disopa solution for the problem of "hr-procedure related" did not reveal any significant trend. Batch record review of disopa was not possible since the lot number was unknown. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk and category ii - as low as reasonably practicable for potential patient exposure. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. Based on the available information, asp cannot confirm the root cause and whether disopa had contributed to the event. However, it is confirmed that the facility may not have been following the instructions for use with regards to verifying the minimum effective concentration of the solution prior to each use.